Manufacturer narrative:
The device log files of the affected device were provided for the investigation. Log analysis revealed that a temporary deviation at a display element was detected by the safety system of the device on 19th june 2017 at 6:12 pm and caused a software-controlled restart in order to restore a proper functionality, as specified for this kind of deviation. In this case, the pneumatic system opens which reduces airway pressure to ambient pressure and allows spontaneous breathing for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds, the savina continues ventilation with the latest settings. According to the log file the alarms mv low, leakage, apnea and apnea ventilation were generate after the restart. Consequently it is assumed that the device continued the ventilation in the mode apnea ventilation until the patient was disconnected at 6:14 pm.

Event description:
See initial report.

Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that the screen froze during usage and subsequently the device switch off by itself. Afterwards the device turned on again, but without ventilating the patient. No injury has been reported.